Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by turbid effluent. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.